Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it is now verified that this device is not related to the event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it is now verified that this device is not related to the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: e1 vngd as tib brg, catalog # ep-189084, lot # 169469; vanguard cr ilok fem-rt 67.5, catalog # 183010, lot # 304250; biomet cc cruciate tray 75mm, catalog # 141234, lot # j3796120; series a pat thn 31 3 peg, catalog # 184784, lot # 566880. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034 - 2018 - 11560.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, the patient was revised due to loosening.